Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The 90% stenosed, 3.50x16mm, concentric target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 16 x 3.50 promus premier&#10244;rug-eluting stent was implanted to treat the target lesion. However, it was noted after deployment that the proximal end of the stent was longitudinally deformed by the guide wire. Subsequently, another stent was then deployed to cover up the deformed stent and the procedure was completed. No patient complications were reported.